Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h2100018 investigation did not show issues related to the complaint.

Event description:
A clip got broken at loading before use. Therefore, a new cartridge was used instead.

Manufacturer narrative:
(B)(4). The customer returned one broken loose clip of 544230 hemolok ml clips 6/cart 84/box for investigation. The returned clip was visually examined with and without magnification. Visual examination revealed that the loose clip was broken in half at the hinge. Both the pierced boss half and the hook half was returned. No signs of use in the form of biological material were observed on the returned clips. The clips breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. CAPA 037 has been previously opened to further investigate issues related to clip breakages. Functional inspection could not be performed as a part of this complaint investigation due to the damage to the returned clip. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality.". The returned clip was broken in half at the hinge during loading. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One broken clip was returned, and it was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
A clip got broken at loading before use. Therefore, a new cartridge was used instead.